Event description:
(Report 3 of 3). It was reported during surgery that two 3.5mm x 16mm locking hexalobe screw heads broke off. The shafts off both screws were not removed, therefore they remain in the patient's bone. The surgery was completed with no delay. No adverse patient consequences were reported. There are 3 related report numbers for this event 3025141-2025-00036.

Manufacturer narrative:
The reported acu-loc® 2 vdr plt std l was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the acu-loc® 2 vdr plt std l (part number 70-0356) batch/lot number is unknown. Based on the information received, the root cause could not be determined.